Event description:
The account alleged that the head of the bed had intermittent head up functions. No pt impact.

Manufacturer narrative:
The account replaced the hydraulic manifold to resolve the issue.